Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a user changed a 23 mm teflon infusion set, the site was not placed correctly, insulin delivery was ineffective, and blood glucose rose to 413 mg/dl until a guided site change restored delivery and glucose subsequently trended down, consistent with an infusion set connection or deployment issue involving the infusion set and connector. Symptoms included hyperglycemia without ketosis, loss of consciousness, dizziness, or other acute effects. Outcomes included no medical intervention, no hospitalization, no back-up therapy, and resolution after replacing the infusion set. Investigation included troubleshooting and user education by support staff. Investigation of this case revealed an incorrectly deployed infusion set or improperly attached connector leading to interrupted insulin delivery and hyperglycemia, which resolved with correct re-insertion and reconnection. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.